Event description:
The customer reported to olympus, the evis lucera colonovideoscope that there was angle knob play. The device was returned for evaluation. During the device evaluation, it was found that plastic distal end cover has foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to wear of angle wire, the play of up/down knob is out of the standard value, due to a pinhole on channel -tube, water tightness is lost, due to wear of angle wire, bending angle in up direction does not meet the standard value, adhesive on bending section cover has a chip, adhesive on bending section cover has a crack, adhesive on bending section cover has white-clouded area, light guide lens has a crack, adhesive around light guide lens is peeled, plastic distal end cover has a scratch, connecting tube has a scratch, connecting tube has coating peeling, connecting tube has a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material on the c-cover could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.